Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method. It should be noted that the mitraclip system electronic instructions for use (IFU), instructs the user to align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. Evaluation summary: the device was returned for analysis and one of the frictional elements was noted to be bent. The cds and sgc were inserted into a water bath at (B)(4) degrees with simulated inferior vena cava conditions. No abnormal movements were observed during application of curves to the system; therefore the reported sleeve steering issue could not be confirmed. During removal of the cds, the clip was able to enter into the proxy sgc shaft without issue, therefore, the reported difficultly with removal could not be confirmed. Potential causes for sleeve steering issues resulting in difficulty positioning the cds can include, but are not limited to, user technique/procedural conditions (excessive tension on the device during the procedure), manufacturing anomalies (loose or misaligned sleeve key), patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Reportedly, after removal of the cds, it was confirmed that the blue alignment lines were misaligned. It is likely that the user error of not aligning the alignment markers, resulted in the sleeve steering issues. Potential causes for the reported clip being caught on the sgc tip can include, but are not limited to, patient conditions, user technique / procedural conditions (retraction of the cds into the sgc under fluoroscopy), or manufacturing anomalies (diameter of soft tip). Damage on the sgc is consistent with the reported clip caught on the sgc soft tip. As a result of the clip being caught on the soft tip, it is likely that in removing the clip, one of the frictional elements became bent. Based on the reported information, it is possible that the physician technique of retracting the cds device (clip orientation with respect to sgc soft tip) resulted in the clip being caught on the sgc soft tip; however this cannot be definitively determined. A query of the complaint handling database indicated there had been no similar sleeve steering incidents reported for this lot. A review of the lot history record revealed [no] non-conformances that would have contributed to the reported event. There does not appear to be any evidence of a quality deficiency associated with this device.

Event description:
Subsequent to the previously filed report, additional information received: the mitraclip delivery system (cds) was miskeyed into the steerable guide catheter (sgc). No additional information was provided.

Event description:
This report is filed for difficulty steering the clip delivery system (cds) and difficulty removing the cds from the steerable guide catheter, which have potential for injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. During the procedure after the first clip was deployed, a second clip delivery system (cds 40512u1/01) was prepared for use with no device issues. There was no resistance felt during insertion or advancement of the second cds through the steerable guide catheter (sgc). There were no challenging anatomical features. Upon steering the clip down to the mitral valve it was observed that the clip was not steering properly as it moved upward towards the left atrium roof versus downward. At this point blue line misalignment was suspected. Prior to removing the cds, the sgc tip was straightened. During retraction of the cds into the sgc, the clip became stuck on the soft tip of the sgc; however, it was able to be maneuvered (slight turns) and removed. After removal of the clip, the sgc soft tip was observed to be torn. The clip arms were confirmed to be fully closed during retraction and the retraction was visualized under fluoroscopy. After removal of the cds it was confirmed that the blue alignment lines were misaligned. A new cds was used without issue to complete the case. Two clips were successfully implanted reducing the mr to 1-2. The patient was stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip steerabe guiding catheter, implanted mitraclip (x1). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional, relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.